Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: the screw and plate were returned for evaluation. Screw evaluation: unable to determine initial location of the bone screw. Localized plastic deformation noted on upper portion of the driver interface hex features. Visual and optical inspection of the screw head identified helical witness marks just below the locking cap interface diameter, consistent with screw back-out. Removable (non-stripped) locking caps show witness marks consistent with full tightening. Dimensional inspection of relevant specifications confirms conformance to print specification. Conclusion: after visual optical, and dimensional inspection, no evidence was found that would suggest a defect in manufacturing of the implant; unable to definitively determine specific root cause of the foregoing event from the available information. Plate evaluation: visual and optical examination of both retained screws appear to be fully captured under locking cap. Optical examination of one of the locking cap screws found the driver interface surfaces to be stripped, as evidenced by the deformation of the preventing removal of locking cap screw. Functional evaluation with sample driver found the screw unable to be removed. Conclusion: the above observations are consistent with mechanical stripping of the locking cap screw. This stripping is most likely to have occurred during initial implantation or subsequent attempted removal.

Event description:
It was reported that a patient underwent a cervical spinal procedure. It was reported that the screw was loose. "It was impossible to open the lock-screw, it was necessary to remove the entire construct in one piece".